Event description:
It was reported that "patient underwent aspiration thrombectomy of rle - right popliteal" additional information has been requested from the account.

Manufacturer narrative:
(B)(4). Full UDI is not available as the correct lot# was not provided by the customer.

Manufacturer narrative:
Qn#(B)(4). Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review could not be performed, as the correct lot number was not reported. Case details were reviewed. Following a tavr procedure, an 18f manta was deployed for closure. Following closure, the patient underwent aspiration thrombectomy of the right lower extremity (right popliteal). Without the device to evaluate, the probable root cause of the stenosis requiring surgical intervention could not be determined from the available information. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that "patient underwent aspiration thrombectomy of rle - right popliteal" additional information has been requested from the account.